Event description:
It was reported that difficulty was encountered with placing this right ventricular (rv) lead in the left bundle branch (lbb) for left bundle branch area pacing, which, is considered off label use. The patient was noted to have a history of ischemic cardiomyopathy. Very little current of injury was observed with the lead. Pacing impedance measurements were within range and threshold measurements, although initially within normal limits, when the physician attempted to remove the lead, threshold measurements increased to greater than 4.5 volts and the lead could not be removed without dislodging the left ventricular (lv) lead. The physician then opted to place a new rv lead, which, was implanted with acceptable results. This rv lead was then plugged into the atrial port of the device header as the patient was not going to receive an atrial lead due to the presence of chronic atrial fibrillation (af). This lead was observed to have blood in it close to the proximal end of the lead and was also observed to have a breach in the insulation and fracture. The insulation breach was suspected to be due to a stylet perforation, although this was not observed to have occurred. Upon completion of the procedure, the active rv and lv lead measurements were noted to be acceptable and within normal limits. No adverse patient effects were reported. This lead remains implanted, however, electrically abandoned. If pertinent information is provided in the future, a supplemental report will be submitted.